Event description:
It was reported that the patient presented in-clinic for a check. The implantable cardioverter defibrillator exhibited system reboot error when running auto-vec select thresholds. No intervention was performed. Patient was stable.

Manufacturer narrative:
The reported event of a system error while using the merlin programmer was confirmed. There was no malfunction observed on the implanted device and it is performing per design.